Event description:
It was reported via a programming history database periodic review that there was high lead impedance. The patient's device was also disabled. No known surgical intervention has occurred to date. No other relevant information has been received to date.